Event description:
This system was removed due to infection. Lumax 340 hf-t, MDR 1028232-2008-01392. Setrox s 45, MDR 1028232-2008-01393. Linox sd 65/16, MDR 1028232-2008-01395. Corox otw 85-bp, MDR 1028232-2008-01399.